Event description:
My grandma took the cologuard plus test and received a negative result. Cologuard told her that patients with a negative do not need a colonoscopy, so she never followed with her doctor. It's been about 3 months and her symptoms got worse so she returned to the doctor only to be told by the doctor that if she would have returned her call, he would have recommended a colonoscopy given her other symptoms and she told him that cologuard is the one who said she did not need one. I also went to the cologuard website to get more information and found this: "patients who receive a negative cologuard plus result do not need a colonoscopy." Now my grandma is going in for a colonoscopy now and we have to wait in agony for the results in hope that nothing is wrong. But knowing 3 months passed that could change her outcome of being sick with crc. Cologuard should not be telling people what they have to do or not have to do. They should only recommend patients following back up with their doctor.